Event description:
On (B)(6) 2013, the reporter contacted animas, that their pump was recoding boluses that the patient did not take. The reporter confirmed that there were no blood glucose excursions associated with this complaint. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 02/18/2014. Device evaluation:the device has been returned and evaluated by product analysis on 01/31/2014 with the following findings: during investigation, a review of the bolus history showed the reported boluses. During evaluation, a 24 hour duration test was performed with no unprogrammed boluses occurring during testing. A normal 10 unit bolus and a 10 unit audio bolus were performed successfully and both were accurately recorded in the pump history. There was no damage found to keypad. All buttons respond to presses appropriately. The keypad was removed and no damage was found to the button contacts. The history settings issue was confirmed in the history but was not duplicated during investigation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.